Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. The complaint device was visually inspected, and the catheter was kinked distal to the transition point of the catheter. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution, indicating the device was in acceptable condition prior to release. The most likely root cause is mishandling subsequent to distribution. The instructions for use (IFU) states: "inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions." "Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping." "Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters."

Event description:
It was reported that the ep catheter failed. The facility did not report any medical intervention, adverse consequences, or surgical delay. These are commonly used devices that are readily available.